Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery cells were found to have a low output voltage of 1.92v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery pck. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contact zoll customer support to report a battery pack fault. The pt was issued a replacement battery pack.